Manufacturer narrative:
Product ID: 8840, product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported a bridge bolus programming error had occurred. The pump was refilled the day before the report with a drug concentration change but the pump was never updated. The pump had a 30mg/ml concentration at 12.008mg/day and was filled with a 60mg/ml concentration and the pump was not updated with the change. No patient symptoms were reported. The patient was fine and experienced no effects at the time of the report. It was later reported the cause of the failed concentration change update was the managing physician did not update the pump correctly. On the date of the report, the pump was updated to a 60mg/ml concentration at 121.008mg/day and they did not program a bolus. It was also confirmed the patient had no symptoms. The type of medication being delivered via the device system was dilaudid. If additional information becomes available, a follow-up report will be submitted.